Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation identified calcium deposits in the pneumatic block most likely due to water ingress resulting in the error message (sf101). The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 101 and revealed the occurrence of an error related to the outlet flow sensor (system fault 197) and device failure to pass its internal self test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.